Event description:
Baxter (B)(4) received a report that an infusor had no flow after filling. The device was filled with a 70-ml solution of fluorouracil and saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported condition. A functional test was attempted on the unit, but flow was not readily observed at the distal luer despite numerous attempts of forced prime. The root cause was determined to be stubborn air pockets/bubbles trapped inside the lumen (fluid pathway) of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.